Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with the block mode feature and with administering a bolus. Customer's blood glucose was 448mg/dl at the time of incident. Customer indicated that they have not contacted their doctor. Troubleshooting advised customer to deliver a bolus in 2 parts if needed. No further assistance was necessary. No further details given.